Event description:
CT scan shows collamend is folded over and out of place. It is firm and hard, having fluid build up. Not infectious at this point.

Manufacturer narrative:
There has been no product returned for eval. Therefore, no conclusion can be drawn.